Event description:
It was reported that this electrode exhibited noise and oversensing in primary sensing vector resulting in storage of an untreated episode. The noise was able to be reproduced with patient isometrics. It was reported that primary was the only available sensing vector. An x-ray was performed and the electrode position was noted to be far left and sitting high. Technical services (ts) discussed the option of repositioning the electrode. Additional information was received that the potential that the electrode shifted to a more lateral location was suspected. The field representative did not have access to the original implant x-ray images to confirm and noted the patient had a higher body mass index. The automatic setup process was performed, and the patient passed in only one sensing vector, therefore, no programming options were available. The physician discussed the option of an electrode revision procedure, or implant of a transvenous implantable cardioverter defibrillator (ICD) system. The field representative noted that the patient may have chosen to have the subcutaneous implantable cardioverter defibrillator (s-ICD) system replaced with a tranvenous ICD system, however, no procedure has been scheduled to date. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.